Event description:
It was reported the patient experienced a loss of therapeutic effect. X-rays showed that the connector on right side has descended and some damage to electrodes were visible. Impedances reading were >2000 ohms on all unipolar pairs. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.